Event description:
Pt had a left tmj implant placed in 1987. She has since developed pain in the left tmj region as well as limited mandibular opening to approx 14 mm. The implant was removed on 9/7/94 and replaced with a dermal graft. Upon removal, the region of the implant was noted to be broken up and was consistent with perforation and degradation of the implant. There was a large amount of chronically-inflammed tissue in the joint as well, along all aspects of the condyle. Pathology confirmed florid foreign body giant cell reaction.